Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high for the past couple of weeks. The insulin pump beeped but there was no alarm. The customer was unable to change the basal rate. Her blood glucose level was 489 mg/dl. The device was not returned.